Event description:
Customer reports that the monitor equipment was pushed out of the mount extension when it was bumped by the nurse or the bed. Equipment fell on nurse and caused a bruise. The pt was unharmed.